Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump had been explanted and replaced. The company representative was to return the device to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (foreign healthcare provider, manufacturer representative) regarding a patient who was receiving baclofen (3000.0 mcg/ml at 933.8 mcg/day flex infusion) via an implantable pump. It was reported that they noticed on the logs checked at the time of refill today ((B)(6) 2021) that the pump had stalled twice in the last 4 weeks with spontaneous recovery. The pump was implanted in (B)(6) 2019 (specific month and year specified only) and elective replacement indicator was to occur in (B)(6) 20215. The patient did not experience any withdrawal symptoms or hear any alarm. The first stall occurred on (B)(6) 2021 and the stall recovered after 37 minutes. The second stall occurred (B)(6) 2021 and had recovered after 17 minutes. It was further noted that unfortunately there was now one more patient on the revision list as this was an unreliable pump. It was revised and they were planning to review the patient in the next 4 weeks. It was being considered that the pump was included in the synchr omed ii implantable infusion recall notification ((B)(4)) of (B)(6) 2019 but the issue may not be necessarily be related to the safety notice. It was reviewed that once the pump was explanted it should be returned. It was further reported on 2021-aug-21 that the patient did not have any exposure to magnetic resonance imaging (MRI) or magnet. It was noted that the patient was at home and they did not even go out on the days of the stalls. It was noted that one of the stalls had occurred at night after 10 pm. As per the logs the first stall occurred at 12:16 and the second stall occurred at 22:41. The healthcare provider further reported on 2021-aug-23 that if it was one episode of stall and the pump was not including the safety notice, then they would have investigated it further. However, being in the affected group regarding a recall, they had decided to revise it at the earliest convenience of the patient. The patient had not required increase in daily dose and had not experienced any symptoms of under treatment either.

Event description:
Additional information was received from a healthcare provider via a company representative. The pump was replaced on (B)(6) 2021. The patient recovered from the replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via company representative. Regarding factors that may have caused or contributed to the patient not having heard the pump alarm at the time of the motor stalls, it was noted that nothing was identified in consultation. The patient had not had anything different from normal practice, routines, or equipment. It was further noted that pump stall was only picked up on the logs at the time of a routing refill appointment. The patient had otherwise been unaware of the event and had no symptoms. The patient was referred for a pump revision which was to occur in the next three to four weeks depending on surgical listing. The patient¿s recorded weight was unknown, but the patient had a low bmi, and was estimated at 60kg.

Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The pump passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.